Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 133.6080 error. Unit was sitting for a while unplugged. Biomed turned on unit and a 133.6080 error came on. Let unit charge and the 133.6080 error would not come back. Informed biomed if the battery charge has been depleted, a 133.6080 or 133.6090 error will occur. Ensure the unit has been plugged in and charged prior to use or testing.